Event description:
According to the reporter, during laparoscopic laparotomy, the device did not fire while stapling the tissue. Another device was used to complete the case. There was no patient injury.